Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable wires became exposed. There was no reported adverse impact to customer's blood glucose level. An alternate usb cable was sent to the customer to resolve the issue.